Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The co2 bypass assembly was replaced to resolve the reported issue. Unique identifier: (B)(4). No report of patient involvement.

Event description:
The hospital reported elevated co2 readings. There was no report of patient involvement.